Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have a damaged blade at the distal end near the midpoint of the blade. The broken piece measured approximately 0.084" x 0.308" in length and was not returned with the accessory. Additional observation related to the customer reported complaint: the instrument was found to have a detached fragment. The fragment measured approximately 0.084" x 0.308" and was not returned with the instrument. The fragment originated form the broken blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace insert instrument tip broke at the beginning of the operation. The broken part was lost during the transportation in the hospital warehouse. No fragments fell into the patient's body. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.